Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: although distributed by depuy synthes joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The following investigation was provided by the supplier legal manufacturer: they will not be sent back to the supplier -no additional information available -x-rays and surgical report not available¿ the products were not returned, no product for investigation can be performed. No x ray has been provided, no information. The supplier has no evidence to determine the cause of the complaint. Revision leading to implant replacement can be caused by several factors that cannot be demonstrated due to lack of information. The supplier devices involvement is unlikely in these cases. The cause of the problem cannot be confirmed. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot: DHR review details are not provided by supplier.

Event description:
It was reported that patient was revised due to pain. No loosening was there. Doi: (B)(6) 2022. Dor: (B)(6) 2024. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.